Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system refrigerator had issue with power. A field service engineer (fse) found a main power failure message on the refrigerator, which was displaying room temperature. Upon inspection, the ac power plug was only half plugged in. The fse fully plugged it in, and the refrigerator powered up and began to cool. The refrigerator reconnected to the station and operated without errors in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator main power was failed and temperature went out of range. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.